Event description:
Same case as MFR# 2134265-2009-00611. It was reported that post a coronary drug eluting stenting treatment procedure stent thrombosis occurred. Prior to the initial procedure the pt developed chest discomfort while moving furniture up several flights of stairs. It was noted that the pt's chest pain occurred during exertion and wa relieved at rest. The pt described the pain as a squeezing pain. The pt underwent an exercise electrocardiogram and the study was abnormal revealing 1.5 to 2mm st segment depression during exercise which was associated with chest tightness. Five days later the pt underwent a coronary intervention of the left anterior descending artery (lad). A 2.5x12m maverick balloon was used to perform a balloon angioplasty at 10atms and then a 3.0x16mm taxus experss2 drug eluting stent was deployed at 9atms in the lad. Post stent deployment angioplasty revealed a 20% residual stenosis in the distal segment of the stent. The distal segment of the stent was then post dilated with a 3.0x10mm non bsc balloon at 14atms. After the balloon dilation there was 0% residual stenosis in the lad; however, there was timi 0 flow in the diagonal artery. Intracoronary nitroglycerin was then administered and there was mild resolution of the diagonal blow, but there was only timi 2 flow. A non bsc guide wire was then inserted into the segment of the stent and was attempted to cross through the strut into the diagonal artery for 4-5 mins without success. Post angiography at that time revealed that there was timi 3 flow. The procedure was ended with no pt complications. One year and eight months later, the patient presented to the ER with acute st elevation, severe chest pain and myocardial infarction of the anterolateral wall of the left ventricle. The pt was brought to the cardiac catheterization laboratory where it was found that the lad was proximally occluded with a thrombus which was located in the previously implanted stent and was propagating proximally towards the left main artery (lm). A 2.5x12mm maverick balloon was used for predilation and the balloon was inflated at 6atms. Four inflations were performed inside the stent and proximally to the stent where the thrombosis was located. A 3.00x24mm taxus express2 des was advanced to the lesion and was deployed at 12atms, covering the entire old stent. It was noted that there was a proximal edge dissection after the deployment of 3.00x24mm des. The dissection was covered with another 3.00x8mm taxus express des which was deployed at 14atms. The overlapping stent segments were post dilated with the stent balloon at 14atms for 30 seconds. The stent delivery system (sds) was removed and the final angiography was performed revealing that there was 0% residual stenosis with a timi 3 flow in the lad system. There was a second small diagonal branch, which was bifurcating and it was partially gelled with the 3.00x8mm des. The diagonal branch had a late flow still present. The physician inserted a non bsc 40ml intra-aortic balloon pump and placed it in position in the descending aorta with the tip of the balloon at the tracheal bifurcation. The balloon pump was set at a 1 to 1 ratio and the pump was sutured to the skin and covered with tegaderm. The pt tolerated the procedure will with no additional complications. The pt was put on IV reopro and IV nitroglycerin and transferred to the coronary care unit. The pt recovered slowly and was discharged 48 hours later and was continued on beta-blockers, aspirin, plavix and ace inhibitors. .

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.